Manufacturer narrative:
Device evaluated by MFR.: the device promus elite ous mr 20 x 4.00mm stent was returned for analysis. The stent was not returned for analysis. Visual and tactile inspection multiple kinks were identified along the hypotube shaft. Microscopic examination balloon cones were reviewed and were subjected to positive pressure. The balloon was returned in a deflated state with a longitudinal tear noted 1.5mm distal to the proximal markerband and no kinks or damages noted on the shaft polymer extrusion profile. A microscopic examination of the distal and proximal markerbands identified no damage and the distal tip was flared. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 09feb2026. It was reported that crossing difficulties were encountered. A percutaneous intervention procedure was being performed. The 90% stenosed target lesion was located in a severely tortuous and moderately calcified lesion in the left anterior descending artery. A 20 x 4.00 promus elite drug-eluting stent was advanced for treatment but could not pass through the lesion. The procedure was completed with a non-boston scientific device. There was no patient complications reported. However, returned device analysis revealed a stent detachment.